Event description:
It was reported that tip detachment occurred. A 200 cm x 10 cm fathom -14 was selected for use. During preparation, it was noted that the tip broke off after shaping. The procedure was completed with a new wire. No patient complications were reported.